Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed july 31, 2014.

Event description:
Per the clinic, the patient experienced poor sound quality with device use resulting in the decision to explant the device on (B)(6), 2014; during the same surgery the patient was reimplanted with a new device.